Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The physician was attempting to remove this lead and the pacemaker in order to give the patient an MRI compatible system. The physician was unable to remove the ra lead without lead separation. The physician decided to leave the lead in, reattach the pacemaker, and close the pocket. The lead remains actively implanted at this time. Should additional information become available, this file will be updated.